Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that during a rcr procedure, there was no suction. They stopped using the equipment. No patient consequence. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition and is covered with biological matter on its entire body. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris around the active tip and in the suction port. The raised nodes on the active tip are heavily eroded. Procedural residue in suction tube. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow test failed. Manufacturer summary: the customer claimed during a pcr procedure, there was no suction. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU 110007 cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for the complaint device lot number u2011007; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device had no suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.